Event description:
It was reported that a malfunction alarm occurred after the pump had been dropped. There was no information provided on whether there was an adverse impact on the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump to be shipped.

Manufacturer narrative:
The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.